Event description:
Additional information was received. The patient reported their weight at the time of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient's machine had completely stopped working, there was no separation from pain or electrical charge. The patient clarified the stimulation was not on anymore, which started two days ago, prior to (B)(6) 2020, and they were in pain. The patient had already tried to use the recharger and programmer already. The patient used the recharger during the call and the recharger charging screen was seen. They also saw a rectangular shape in the left hand corner. The patient tried to press the green start button and the ins button on the recharger but the screen did not change. The patient used the programmer, after connecting the patient described the ins on symbol, lightning bolt, and they were now feeling stimulation. The ins battery on the screen was partly full. As stimulation was now on, the patient attempted to use the recharger again to try and charge the ins, however the patient declined and stated they were disabled and could not move around very well. It was again confirmed that stimulation was back on and helping. Additional information was received. It was reported the stimulation had stopped working. They had it going for about 3 hours and then it shut down. The patient tried to charge on (B)(6) 2020 but could not. The patient connected with the programmer and verified the ins battery was empty. The patient connected with the programmer and the patient was charging, had full coupling, and the ins battery was empty. It was suggested the patient charge the ins to complete. Troubleshooting resolved the issue.